Event description:
A customer contacted beckman coulter (bec) to report 2ml of what appeared to be splattered diluted blood behind the transport shield in a unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. Medical attention was not sought. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed the leak from a broken spring inside the wash collar assembly which was not allowing the wash collar to extend downward covering the end of the probe. The fse replaced the spring which resolved the leak. The cause of the leak is attributed to a broken spring inside the wash collar. (B)(4).